Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. It was also noted that the patient's ICD and right ventricular (rv) lead exhibited high, out-of-range defibrillation impedance. No intervention was performed. The patient's condition was unknown.